Event description:
Pt s/p chemotherapy and radiation. On (B)(6) 2015 pt underwent right craniotomy flap revision, wash out and culture. Pt with noted wound breakdown and drainage. MFR ref # 0001032347-2015-00232.